Manufacturer narrative:
Pump unable to prime during prime/delivery test due to faulty force sensor resistor. No compromised force sensor alarm noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, and case cracked at the reservoir tube window corner. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm. Customer states drive support cap was flush. Customer's blood glucose was 500 mg/dl and was treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced.